Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the complaint could not be duplicated or confirmed. The pump powered on with functional auditory and vibratory features. A prime sequence and 24 hour duration test were successfully completed with no self-suspending occurring. There was no hypersensitivity observed to the keypad buttons. The pump was able to be manually suspended and manually resumed with no issues.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.